Event description:
Additional information was received from the patient. It was reported that a brief conversation with a professional answered their questions. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that they hadn't used the therapy for at least 4. 5-5 years because they opted to have a surgical procedure done to tighten the urethra instead. The patient stated it was called a macroplastique, that it was a surgical procedure which was "kind of a botox kind of thing." The patient stated that the procedure was successful and that they would only come in to check the therapy about every 6 months to make sure the device was still working in the event that the procedure started to "wear off" and they wanted to go back to using the therapy again. However, when the patient went to check the therapy today ((B)(6)) they set it at 0.6 v but they hadn't been able to turn it off again and they were getting "just a little bit of an electrical zing" in their bike-seat region. Patient services reviewed the 3037 programmer with the patient and assisted the patient in connecting to their settings and turning the therapy off. The patient stated they hadn't used the programmer in a while, so they'd forgotten how to turn the therapy off. The patient stated they were expecting the entire screen to go off when they hit the therapy off button. The patient stated that was their "bad" and they knew what to do now. The external device was functioning as intended. Patient services reviewed stimulation considerations with the patient and the patient stated it definitely felt like a little shock to them and not the usual fluttering/tingling of the stimulation sensation but it wasn't too bothersome because they had it set really low and that it was not occurring now because the therapy was now off again. Patient services reviewed with the patient to follow up with their hcp about the shocking so they could assess the implanted system. The patient stated they would reach out to their health care provider (hcp) or call back for more assistance if they needed it in the future. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.